Event description:
Device 2 of 2. MFR report reference: 1627487-2019-00591.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. MFR report reference: 1627487-2019-00591. It was reported that the patient had a drg lead migrate due to a very active lifestyle. The patient underwent a replacement surgery to implant a scs system on (B)(6) 2018. Effective therapy was restored post surgery.